Event description:
Caller states they had a micro-chip implanted, in infancy, to control and manipulate them. Implant is under scalp. Also states that they are being sexually assaulted by a computer biologist who monitors the chip. Has seen an md who referred them to a psychiatrist.